Manufacturer narrative:
Disposable not returned.

Event description:
The hospital reported changing the sensor site every four hours, which led to the sensor losing adhesive strength and not lasting as long as it should have. To address this issue, the hospital applied 3m coban, a self-adherent wrap to hold the sensor in place. This resulted in red marks appearing on the patient's forehead. Upon learning of this procedure, casmed's clinical specialist advised the hospital not to use the 3m coban, and explained that the directions for use for the fore-sight elite sensor specifically warns against this practice: "do not attach the sensor to skin with unapproved devices, such as headbands, hats, wraps, etc."